Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and fuses were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system was locking up and had to be rebooted in the middle of a procedure. There was no patient injury or death reported.